Event description:
Reportable based on additional information received on 03nov2021. It was reported that the device stuck inside the patient and broke when pulled out. Two flexima apdl were selected for use. During the procedure, resistance was encountered in removing the devices as it got stuck inside the patient. Subsequently, the devices were removed by pulling it with a strong force which was hard enough that it broke apart and the plastic stiffener came apart inside the catheter. The procedure was completed with another of the same device. There were no complications reported and patient was fine.